Event description:
It was reported that a motor stall was confirmed. A stopped pump period may exceed tub set message was noted 48 hours later. There was no MRI. The patient was using an electric razor near the pump and post-use hear the pump alarming. There was no therapy or medical problem. Additional information reported that the patient contacted his doctor three days after the pump stall was recorded and was instructed to go to the emergency room as he was experiencing "some side effects". Over the next weekend the patient started to experience more pain. The patient was seen by a nurse, and the stall alert was noted. The doctor prescribed oral medications for the patient and the patient was scheduled for a pump replacement. The nurse tried to reprogram the pump three times, but the pump remained stalled. The pump was replaced and the daily dose was decreased from 1.5 mg/day to 1.0mg/day of morphine 20 mg/ml. Following pump replacement, the patient recovered well and was doing fine with well controlled pain. It was noted that the pump was going to be returned to the manufacturer for analysis. As of the date of this report, the device had not been received.